Manufacturer narrative:
Additional information is section a patient information, patient age and patient sex updated. Additional patient information is unknown. Section b5 describe event or problem updated. The evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed elevated magnesium results when processing on the architect c16000 processing module. Sid (B)(6) initial result 3.6 (not reported out of the lab), repeated on another analyzer of 0.77, 0.82 mmol/l. No impact to patient management was reported. Additional information provided on 11dec2025: the customer uses a magnesium normal range of 0.66 to 1.07 mmol/l.

Manufacturer narrative:
A complaint investigation was conducted for the architect c16000, serial number (B)(6). The field service representative (fsr) replaced the tubing, peristaltic head (rohs) and cleaned the tbg, h.c. Nozzle a (rohs), however, the tbg, h.c. Nozzle a (rohs) was deemed the cause for the module generating the false elevated magnesium patient results due to the part being clogged. The tbg, h.c. Nozzle a (rohs) was cleaned to resolve the issue. The instrument service history for the architect c16000, serial number (B)(6) verifies no subsequent issues have been reported related to false elevated magnesium patient results after service intervention. A review of tracking and trending did not identify any trends with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified for the architect c16000, serial number (B)(6) or the tbg, h.c. Nozzle a (rohs).

Event description:
The customer observed elevated magnesium results when processing on the architect c16000 processing module. Sid (B)(6), initial result 3.6 (not reported out of the lab), repeated on another analyzer of 0.77, 0.82 mmol/l. No impact to patient management was reported. Additional information provided on (B)(6) 2025: the customer uses a magnesium normal range of 0.66 to 1.07 mmol/l.

Event description:
The customer observed elevated magnesium results when processing on the architect c16000 processing module. Sid (B)(6), initial result 3.6 (not reported out of the lab), repeated on another analyzer of 0.77, 0.82. No unit of measure was provided. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: no additional patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.